Manufacturer narrative:
(B)(4). Pump passed active current measurement, selftest, and displacement test. No power anomalies noted during testing however, unit failed sleep current measurement due to unexpected battery power loss and power graph shows unexpected battery power loss for more than four hours due to j6 connector resistance issue. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received a low battery alert prior to the replace battery alert in less than 8 hours twice. Customer stated that the battery was not previously used and battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.